Manufacturer narrative:
The was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak on connector and missing charged coupled device glass. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported one peg was missing or broken where the scope snaps and attaches to the camera head. The issue was identified during inspection for use. There were no reports of patient involvement.